Manufacturer narrative:
During inspection and testing of the returned device, it was observed that the suction channel was clogged with foreign material due to damage to the suction channel. In addition, service found reduced angulation and play in the angulation control knob due to stretched angle wires. The universal cord, connector, switch/switch box, control body, and control section were damaged due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was an issue with the instrument channel of the subject device. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the suction channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in suction channel). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate or inadequate reprocessing or handling of the device. It is recommended that the user facility instruct/reinstruct the method of handling of the device regarding usage environment, reprocessing and so on. Olympus will continue to monitor field performance for this device.